Event description:
It was reported the pump alarmed system fault. No patient injury or information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing found that the device displayed error code 112 on power up. The investigation determined that a faulty motor was the cause of the reported issue. The motor was replaced as a corrective action. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: b5, h6 event problem device code.

Event description:
It was also reported that the pump was not delivering medication. Per reporter there were no kinks in the tubing.